Manufacturer narrative:
See manufacturer¿s report # 3004209178-2017-22278 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient saw poor communication on their patient programmer. Patient stated they were able to connect with the right implant, but not the left. Caller mentioned that someone said that implant depth might be an issue. It was discussed that implant battery depletion was suspected, but that would need to be determined by a clinician device. Caller was redirected to the healthcare provider to discuss further troubleshooting. No symptoms were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a poor communication screen. It was reported that the patient claimed the programmer is not communicating with her left implant but it does with the right implant. A troubleshooting attempt was unable to be carried out due to the patient not being with the caller. It was confirmed that there were no falls or traumas associated with the event. Also, it was noted that the patient did use the same remote for both devices and the patient left messages for the manufacturer and the doctor without getting a response. Additionally, the patient claimed when she had another issue they paged a manufacturer representative and there no further information about that event. No symptoms were reported with this event. There were no further complications or anticipations reported with this event. Regulatory report: (B)(4), us FDA - MDR - information regarding the other ins.